Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system had leakage at the q-syte on y-site and squirted far. There was no report of exposure to the mucosal membrane, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot # 8123701. Received a q-syte assembly along with a top web paper (packaging) from a bd nexiva 24ga lot number 8123701. Visual/microscopic evaluation: the nexiva assembly was not returned for evaluation. Damage (tear) was observed on the slit of the septum top disk. No damage was observed on the column wall or on any of the polycarbonate material. Water leak test: no leakage was observed when the unit was tested on the un-actuated position. No leakage was observed when the unit was tested on the actuated position. Review of the photos and video: the pictures revealed evidence of blood splash-spill. The video displays a q-syte unit connected to a port of a nexiva unit. Clear liquid spill/leak could be detected coming out from the top of the q-syte. Conclusion: indeterminate- a definite source that caused the q-syte unit to leak (at user setting) could not be determined. The failure mode normally attributed to this type of defect are: incorrect insertion, excessive actuations or failure to properly flush the device.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system had leakage at the q-syte on y-site and squirted far. There was no report of exposure to the mucosal membrane, serious injury, or medical intervention.